Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue and fluid leak are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established; therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a device that stopped inflating. A revision surgery was performed, during which the physician confirmed fluid loss from the cylinders, with no holes or connection issues identified. The device was explanted and replaced. No patient complications were reported.